Manufacturer narrative:
No medwatch form was received. Internal insulation abrasion was noted under the rv shock coil at 5.3-5.6cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks due to lead noise. The patient was admitted with therapies disabled. Lead testing did not reproduce any noise. External emi was suspected as the source of noise. Trends indicated a sudden drop in sensing. The lead was explanted and replaced.